Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report# 3005099803-2009-06320 for the associated device information. It was reported to boston scientific corporation on (B)(6), 2009 that two flexima biliary stent system devices were used during an endoscopic retrograde cholangiopancreatography procedure ((B)(6) old female patient; weight is unknown). According to the complainant, during the procedure, while trying to deploy both stents, the inner catheter was stretching. The first stent was unable to be deployed. The physician managed to deploy the second stent and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation revealed no defects with the stent. The suture was found to be cut and was still inside the proximal end of the stent. The guide catheter was found to be partially retracted from the push catheter. The part of the guide catheter that had been retracted was found to be stretched and kinked. The part of the guide catheter that was still distal to the push catheter was found to have a suture impression in it 7.1 centimeters from the distal end. The push catheter was found to be bent and kinked along its working length. A functional evaluation found that the guide catheter could be fully retracted from the push catheter, but resistance was felt due to the damage to both components. The push catheter was found to have multiple kinks near the distal end proximal to the suture impression after it was retracted from the push catheter. It appears that due to the way the device was inserted into the scope or how the device was placed into the patient caused the delivery system to become damaged. The suture impression indicates that during placement the stent was placed and then the delivery system was pulled back slightly which causes the suture to cinch around the guide catheter inside the proximal end of the stent. The cinching action of the suture does not allow the guide catheter to be withdrawn smoothly for deployment of the stent. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-06320 for the associated device info. It was reported to boston scientific corp on (B)(6) 2009 that two flexima biliary stent system devices were used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, while trying to deploy both stents, the inner catheter was stretching. The first stent was unable to be deployed. The physician managed to deploy the second stent and complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.